Event description:
It was reported that the patient experienced a loss of therapeutic effect. Stimulation had suddenly stopped. The patient was taken to the emergency room via ambulance and was reporting a pain level of 10 out of 10 in the area where he had previously been receiving pain relief. The patient did not have a patient programmer with him in the emergency room. There was no known incident or accident related to the event. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).